Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor did not pass a pulse test and displayed a service code 110 (overvoltage fault). The cause for the service code 110 was isolated to contamination on pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. Further root cause investigation being documented under car-1495. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.